Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was insufficiently sealing vessels. After the vse jaws were opened after sealing, the vessel would start bleeding; no tissue effect was being observed during these seal attempts. This event occurred within the first 10-30 minutes of the procedure while the surgeon was taking down mesentery. The surgeon attempted to seal and cut mesentery several times which resulted in multiple bleeding events. The bleeding was considered minor and was not quantified. The surgeon attempted sealing fatty tissue with this instrument as a test and it still did not work. The surgeon was not attempting to seal a vessel that was too large. The vse instrument was being used with the e-100 and erbe generator with the same complication occurring regardless of which electrical surgical unit (esu) was being used. The technical support engineer (tse) suggested trying another vse instrument. Another vse instrument was installed and worked without issues. The procedure was continued as planned. An intuitive surgical, inc. (Isi) clinical sales representative (csr) was present during this procedure and said he was not aware of any intervention or additional tasks required due to these bleeding events. The csr was not informed of any further complications with this procedure or patient.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Intuitive surgical, inc. (Isi) requested the customer return the vessel sealer extend (vse) instrument involved with this complaint, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The vessel sealer logs for this event were reviewed by an isi failure analysis engineer: logs show the first vse used was part number 480422-01, lot number l80230104-0372. This instrument was installed once and completed homing once. Logs show 19 cut complete events with 42 seal events performed by this instrument, the first 40 used the e-100 esu and had an average seal duration of 2.11 seconds. No errors were logged during these seals. Afterwards, 2 seal events were performed with the erbe vio da vinci electrosurgical unit (esu) and the average seal duration was 2.54 seconds. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vse instrument did not sufficiently seal tissue which led to bleeding. It is unknown how severe the bleeding was and what effect, if any, this event had on the procedure and patient outcome.